Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On 11-aug-2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-nov-2019 with the following findings: a review of the black box and alarm history showed a cs 078 alarm. During testing, the pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully with no cs 078 call service alarms occurring. The complaint of cs 064 call service alarms issue was shown in the black box but was not duplicated during investigation. Unrelated to the complaint, multiple cracks were observed in the battery compartment. A leak test showed leaks at battery compartment and pump case cracks. The pump was opened and moisture was found on the display; moisture corrosion was observed on the motor flex connector and all boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.